Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/21/2015 with the following findings: evaluation revealed that the paint is chipped in multiple areas. A battery compartment crack below the bumper traveling toward the case seal was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 12/21/2015.